Event description:
The customer reported via phone call that they had sensor anomaly on the insulin pump. Customer's blood glucose was 300 mg/dl. The customer was unable to troubleshoot because it a month from the reported issues. Customer declined to do any troubleshooting and just wanted the replacements.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.